Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant the patient had lots ectopy. It was noted that the right ventricular (rv) lead pulled back. Loss of capture, intermittent capture, high thresholds and unstable thresholds were displayed. The rv lead was revised and more slack was added. The rv lead remains in use. No further patient complications have been reported as a result of this event.